Event description:
Medtronic received information that post implant of a transcatheter bioprosthetic valve, the patient had an echocardiogram performed showing new wall motion abnormalities with decreased ejection fracture. Cardiac catheterization demonstrated left anterior descending artery obstruction and treated with a drug eluting stent. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).